Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged cdl machine malfunction, odor, burn mark on bed side table, noisy machine, lightheaded and dizzy, headaches, sinus inflammation, rash on forearms, nasal/throat irritation or soreness and particles in tubing/chamber. There was no report of serious or permanent harm or injury. Section b5 was incorrectly reported in the previous report. It has to be reported as: the manufacturer received information allegeing cdl machine malfunction, odor, burn mark on bed side table, noisy machine, lightheaded and dizzy, headaches, sinus inflammation, rash on forearms, nasal/throat irritation or soreness and particles in tubing/chamber related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further investigation. The internal and external parts of the device were evaluated. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors found. There was unknown dust contamination observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer concludes that they could not directly confirm the customer's allegation and there was no visible foam degradation, but dust contamination was observed.